Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043444) in united states on (B)(6) 2015 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005 for permanent birth control. Consumer reported that, since essure procedure, she has had side effects that she did not know what to attribute them to, until she began reading about other women and their side effects with the procedure. Consumer states that side effects have gotten worse in the last few years and informs that she experienced pelvic pain around ovulation, stomach bloating, trouble losing weight, back pain, migraines, vertigo, lack of energy, heavy periods with cramping and clotting and was diagnosed with unspecified anemia. Consumer also reported that, after she had the essure procedure, she experienced bad pelvic pain right away. After having two hysterosalpingography 3 and 6 months post procedure (no results provided), she had her medical procedure and states that it was not successful in preventing a pregnancy because she has only one fallopian tube. This was after she had the procedure done. As concomitant medication, consumer uses ferrous sulfate 325 mg 3 times a day. Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 28-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow up 04-aug-2016: legal claim was received from lawyer on behalf of plaintiff. Essure insertion date was updated from (B)(6) 2005 to (B)(6) 2005. Shortly after undergoing the essure procedure, hysterosalpingogram test was performed and plaintiff was advised that her right fallopian tube was not completely blocked, and later underwent a second hsg test, which then confirmed that her right side was blocked. However, her post-procedure period has been marked by increasingly severe pain and discomfort, chronic pelvic pain, abdominal pain, abdominal bloating, excessive weight gain, excessive hair loss, excessive rashes, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, she underwent a hysterectomy to remove the essure coils. She was from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she had otherwise suffered serious and permanent injuries. Following company internal review on 19-aug-2016, the case (B)(4) was identified as a duplicate of this case, and it will be deleted from bayer database. All information was transferred to this remaining case. In addition, following internal review, the event excessive weight gain was added. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205 - fallopian tube occlusion insert) inserted and experienced severe pain / chronic pelvic pain (previously reported as pelvic pain around ovulation). This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. This case was regarded as incident (previously reported as other event) since intervention was required (essure surgically removed). Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and unspecified anemia was considered unrelated. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043444) on 10-aug-2015. The most recent information was received on 19-nov-2018. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / chronic pelvic pain") and anaemia ("unspecified anemia") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in patient with only one fallopian tube". The patient's concurrent conditions included partial salpingectomy. Concomitant products included ferrous sulfate and iron. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovulation pain ("pelvic pain around ovulation"), anaemia (seriousness criterion medically significant), the first episode of abdominal distension ("stomach bloating"), weight loss poor ("trouble losing weight"), back pain ("back pain"), migraine ("migraines"), vertigo ("vertigo"), asthenia ("lack of energy"), menorrhagia ("heavy periods with clotting"), abdominal pain ("cramping / abdominal pain"), pelvic discomfort ("discomfort"), the second episode of abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), rash ("excessive rashes"), fatigue ("chronic fatigue") and abnormal weight gain ("excessive weight gain") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy to remove the essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovulation pain, anaemia, weight loss poor, back pain, migraine, vertigo, asthenia, menorrhagia, abdominal pain, pelvic discomfort, the last episode of abdominal distension, alopecia, rash, fatigue, abnormal weight gain and vitamin d decreased outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, anaemia, asthenia, back pain, fatigue, menorrhagia, migraine, ovulation pain, pelvic discomfort, pelvic pain, rash, vertigo, vitamin d decreased, weight loss poor, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). The reporter commented: consumer reported that, since essure procedure, she has had side effects that she did not know what to attribute them to, until she began reading about other women and their side effects with the procedure. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: right fallopian tube was not completely blocked; on an unknown date: results: confirmed right side was blocked. After having two hysterosalpingography 3 and 6 months post procedure (no results provided), she had her medical procedure and states that it was not successful in preventing a pregnancy because she has only one fallopian tube. Shortly after undergoing the essure procedure, an hsg test was performed and was advised that her right fallopian tube was not completely blocked (it was not successful in preventing a pregnancy because she has only one fallopian tube), and later underwent a second hsg test, which then confirmed that her right side was blocked. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d decreased. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-nov-2018: new event added: low vitamin d issue was added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc updated. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205 - fallopian tube occlusion insert) inserted and experienced severe pain / chronic pelvic pain (previously reported as pelvic pain around ovulation). This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. This case was regarded as incident (previously reported as other event) since intervention was required (essure surgically removed). Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and unspecified anemia was considered unrelated. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs